Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported unintended activation was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, corroded sockets were found, which can cause the reported event.

Event description:
It was reported that during testing conducted at the user facility the device was running without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted at the user facility the device was running without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.